Manufacturer narrative:
As received, a complete lead was returned in two pieces. Visual inspection revealed the connector pin was pulled out of the connector assembly with the inner coil stretched consistent with procedural damage. The reported event was isolated to procedural damage.

Event description:
During the implant procedure, while positioning the left ventricular (lv) lead it was noted that the lead could not be inserted fully into the device header as the connection was loose. The lead was exchanged and replaced but the same thing happened with the second lead. The patient was stable with no adverse consequences. Related manufacturer report number: 2017865-2018-04793.